Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material (silicic acid derived from a drug) was attached to the vent cap of the scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the malfunction, a definitive root cause could not be determined. However, it is likely a piece of the cleaning tool was caught in the valve of the vent cap. The event is detectable/preventable by handling the device in accordance with the following IFU: instructions for use operation section "3.3 inspecting the endoscope - inspecting the entire endoscope" "instructions for use cleaning/disinfection/sterilization section 5.5 manual cleaning of the endoscope and accessories". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.